Event description:
It was reported the intraocular lens was damaged during insertion of the lens into the patient's eye. During same surgery the incision was enlarged to remove the lens. No patient injury. In follow-up with the account it was learned the lens was lost in the operating room after removal.

Manufacturer narrative:
The lens met all manufacturing specifications prior to release. Our investigation suggests this event is related to end user handling and not a deficient product. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.